Manufacturer narrative:
(B)(4). Evaluation summary: the reported failure code of 804:26 was confirmed during product evaluation, however, it was not reproduced. The root cause was not identified and no repairs were necessary. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Upon further investigation by quality engineering, the root cause of the reported problem was determined to be a software failure. Should additional information be received, a follow-up medwatch will be submitted.